Event description:
During liver transplant, covidien large 13" premium surgiclip clip applier malfunctioned multiple times - clips would not load completely. Ref 134048, lot p8l1457y, exp: 10/31/2023. Applier was immediately replaced and surgery proceeded. FDA safety report ID# (B)(4).